Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer reported that the foot pedal device would not work. The philips engineer suggested service. Since the customer resolved the issue, the quotation has been cancelled, and no service has been provided from philips. The same issue reoccurred, and the customer wanted to verify the a field service engineer inspected the system onsite and confirmed it does not function to step on the foot pedal device after downloading coronary tools software from philips incenter. Created bootable usb. Loaded software. Restored configuration. After re-installing the os and software, the system was returned to good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch did not work. No harm has been reported to philips. Philips has started an investigation of this complaint.